Manufacturer narrative:
The "date of event", "patient identifier", "model #", and "serial #" have not been provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges tried to go up a curb, the back sheared off the chair, and the customer fell out of the back of it.